Event description:
On (B)(6) 2022, integrum received an axor ii together with at report form reporting that the patient was experiencing attachment issues with the axor ii unit and that the axor had come off when walking. Further information was requested to understand if the issue was related to the axor falling off or releasing in the safety mechanisms. (B)(6) 2022: information was obtained from the prosthetist that the axor had fallen off a few times since the fitting of the prosthesis, resulting in one fall which led to bruising on ribs and a sprained wrist. Exact dates of incidents are unknown. The patient's body weight is (B)(6), which is higher than the specified weight limit of (B)(6) lbs including the prosthesis for the opra implant system. Manufacturing investigation performed, batch documentation reviewed (docreg (B)(4)). No deviations found, the device has been manufactured according to specification. Initial technical investigation performed on the attachment function. During inspection, the clamping grip was found to be insufficient and the clamps were worn. More investigation is needed to conclude the root cause of this case.

Event description:
The scope of this follow-up report is to add a conclusion of the reportable event, based on additional investigation performed on the device. Slight wear was identified on the attachment mechanism, reported as insufficient clamping grip in the initial emdr. Final investigation and service of the device was performed on 05/17/2022 and evaluation of the gripping function showed that a worst case abutment (smaller dimensions than the worn patient abutment) was able to be clamped and thus indicates a sufficient gripping function - the failure could not be replicated. The gripping test was however on the limit of the specification, suggesting premature wear on the clamps, which could be a result of inproper donning. Furthermore, the patient's weight is above 100 kg, which is considered off-label use, and could have contributed to the premature wear. The conclusion is therefore that the most probable root cause of this reportable event is off-label use. Attachment components have been replaced and gripping function is reset to a state of a new axor. A feedback report has been provided to the cpo and patient with information of the importance to follow the IFU when donning and doffing the prosthesis.